Event description:
The customer reported that the system would not boot up and that an interlock failure error message was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit boards in the workstation were reseated. The system was tested and found to be working as intended and put back into service.